Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received a failed battery test alarm. The customer's blood glucose was 300 mg/dl at the time of incident. The customer's mother stated that the failed battery test alarm recurred after inserting a new battery. The customer's mother was advised that the insulin pump will need to be replaced. The customer's mother was also advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and no unexpected failed battery test noted. The insulin pump was received with normal operating currents and passed the self test, a21 error test and off no power test. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.